Manufacturer narrative:
(B)(4). G2 : foreign country : japan the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tension gauge broke during surgery. No fragments were found to be retained in the patient's body. Attempts have been made and all available information has been provided.